Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient became unresponsive and arrested on (B)(6) 2015. According to the site, "the cause of death was not definite but the medical examiner thought it may have been a stroke". There was no autopsy and the pump was cremated with body. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. However analysis of (B)(4) revealed that it failed to meet specifications; the controller passed visual examination and failed functional testing. This is an incidental finding not related to the reported event. A DHR review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is a loosely connected speaker cable. After review of the available information there is no indication of any device malfunctions or performance issues that may have had an impact on the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.